Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was not staying accurate. Reportedly, the pump time would be off by one hour, and the customer had to continuously adjust the pump time once a week to be accurate. Customer was unsure if blood glucose levels had been impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.